Event description:
It was reported that the deltaplush coil, 10 sys 2.5x4 coil (dpl10025420/lot unk) wouldn't detach during treatment of aneurysm located in the acom artery. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. Additionally, it was reported, that the white cap to which the cable is attached moved. The lot number was unknown and the product was discarded. Although the procedure was delayed 5 minutes there was no clinical significance with the patient. The microcatheter used was unknown, and after the event, the same microcatheter was used to complete the procedure. The detachment control box and cable used was enpower dcb and enpower cable with catalog and lot number unknown. No low battery light was seen during case, since the box was new. No fault light was seen during case, and the green system ready light illuminated. Also, the audible signal beeped. All connections appeared to fit properly without application of excessive force. After the event, the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No attempts were made to detach the coil manually. The procedure was completed.

Manufacturer narrative:
It was reported that the deltaplush coil, 10 sys 2.5x4 coil (dpl10025420/lot unk) wouldn't detach during treatment of aneurysm located in the acom artery. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. Additionally, it was reported, that the white cap to which the cable is attached moved. The lot number was unknown and the product was discarded. Although the procedure was delayed 5 minutes there was no clinical significance with the patient. The microcatheter used was unknown, and after the event, the same microcatheter was used to complete the procedure. The detachment control box and cable used were both enpower dcb and enpower cable with catalog and lot number unknown. No low battery light was seen during case, since the box was new. No fault light was seen during case, and the green system ready light illuminated. Also, the audible signal beeped. All connections appeared to fit properly without application of excessive force. After the event, the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No attempts were made to detach the coil manually. The procedure was completed. The deltaplush (dpl100254-20 lot unknown) will not be returned; therefore, the root cause of the coils detachment difficulty could not be determined. The lot number was not reported, therefore a review of the manufacturing documentation associated with this lot could not be performed. Based on the information and without the product, the reported event could not be confirmed. With the information, provided it is possible that procedural factors and handling contributed to the event, since no pre-deployment check was performed per labeling guidelines. Since, the lot number was not provided review of the manufacturing documentation associated with this lot could not be performed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The deltaplush (dpl100254-20 lot unknown) will not be returned; therefore, the root cause of the coils detachment difficulty could not be determined. The lot number was not reported, therefore a review of the manufacturing documentation associated with this lot could not be performed. Based on the information and without the product, the reported event could not be confirmed. With the information, provided it is possible that procedural factors and handling contributed to the event, and since the lot number was not provided, review of the manufacturing documentation associated with this lot could not be performed. Therefore, no corrective actions will be taken at this time. (B)(4).